Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies including; corrosion and/or wear and/or lubrication, stall due to shaft-bearing, and stall due to gear wheel 3.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the motor stall could not be rectified and the patient had requested its removal. The pump was explanted and returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had complained of the pump alarming since 7:00 am on the date of the report. The health care provider (hcp) interrogated the pump and a motor stall had occurred with no recovery. It was noted, the patient had not had magnetic resonance imaging (MRI) recently or had been through any airport security systems, large magnets, or anything of that nature. Then it was noted, the hcp stopped the pump, and that the patient would need to go on oral medication. It was also noted that the hcp was then trying to restart the pump to see if the motor stall would resolve. Then on 2014 (B)(6), it was noted, the patient arrived at the hospital by ambulance with increased pain. The pump had been restarted at the lowest possible rate and was still alarming. On 2014 (B)(6), the pump had been aspirated of drug and the pump was stopped. The hcp noted, the patient could possibly be having surgery to have the pump removed in the next few days. The pump system was being used to deliver hydromorphone, baclofen and clonidine. It was further reported that the patient had not had surgery at that time and the pump had been stopped permanently and the patient was on oral medications.